Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: name and address: address line 2: (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a procedure involving angioplasty and stent placement within a critically ischemic right lower leg, an advance 35 lp low profile balloon catheter would not maintain inflation pressure. A cook wire was used during the procedure. A cook inflation device was used to inflate the balloon one time to ten atmospheres within an 80% stenosed lesion in the proximal superficial artery for thirty seconds; however, the balloon did not maintain inflation pressure. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, during a procedure involving angioplasty and stent placement within a critically ischemic right lower leg, an advance 35 lp low profile balloon catheter would not maintain inflation pressure. A cook wire was used during the procedure. A cook inflation device was used to inflate the balloon one time to ten atmospheres within an 80% stenosed lesion in the proximal superficial artery for thirty seconds; however, the balloon did not maintain inflation pressure. Blood was not noted in the inflation device, and the balloon was not inflated within a stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. The balloon was ruptured longitudinally at approximately 3.5 centimeters from the proximal marker band. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that the patient's anatomy contributed to the incident, as the balloon was inflated to nominal pressure (10 atm/bar) inside the 80% stenosed vessel prior to the rupture. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.